Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a clogged nozzle of the insufflation channel is clogged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, foreign material adhered to/clogged the nozzle was confirmed. The nozzle of the insufflation channel was clogged by a dark rubbery material that did not appear to be from the device itself and could not be removed. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The replacement of the a-rubber and the nozzle were required to return the instrument to the OEM specifications. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.